Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he didn't think insulin was going through because his blood glucose was over 500 mg/dl for the past four hours. Customer was traveling and didn't want to change the infusion set because he took limited supplies with him. Customer declined troubleshooting because he wasn't feeling well. Customer was advised to monitor blood glucose and call back to perform troubleshooting. Customer is not returning the device for further analysis.